Manufacturer narrative:
It was reported that the pump has a flow rate failure and that no patient was involved, as it was discovered during the preventive maintenance (pm) testing.

Event description:
It was reported that the pump has a flow rate failure and that no patient was involved, as it was discovered during the preventive maintenance (pm) testing.